Event description:
It was reported that there was a failure to display rotational speed. The 90% stenosed target lesion was located in the proximal circumflex artery. A 1.25mm rotalink plus, a 330cm rotawire and wireclip torquer and a rotablator console were selected for use in a percutaneous coronary intervention. The rotawire was successfully advanced with the non-boston scientific support catheter to the target lesion. The rotalink plus was loaded onto the rotawire up to the homeostatic valve outside the patient. An attempt was made to set the revolutions; however, the number of revolutions could not be read on the rotablator console. The rotalink plus was running for seconds. The physician felt a sharp pain on the thumb that was holding the sheath of the rotalink plus burr. Two small holes were observed on the sheath. Difficulty removing the rotalink plus from the rotawire occurred; therefore both devices were removed together as one. The tip of the rotawire was torn off into two short pieces and remain in the distal circumflex artery. No patient complications were reported and the patient's status was stable. It was further reported that the target lesion in the proximal circumflex was moderately tortuous and severely calcified. The detached rotawire pieces remained in the patient due to the flow of the vessel was good. The patient is scheduled to return at a later date to treat the lesion.

Event description:
It was reported that there was a failure to display rotational speed. The 90% stenosed target lesion was located in the proximal circumflex artery. A 1.25mm rotalink plus, a 330cm rotawire and wireclip torquer and a rotablator console were selected for use in a percutaneous coronary intervention. The rotawire was successfully advanced with the non-boston scientific support catheter to the target lesion. The rotalink plus was loaded onto the rotawire up to the homeostatic valve outside the patient. An attempt was made to set the revolutions; however, the number of revolutions could not be read on the rotablator console. The rotalink plus was running for seconds. The physician felt a sharp pain on the thumb that was holding the sheath of the rotalink plus burr. Two small holes were observed on the sheath. Difficulty removing the rotalink plus from the rotawire occurred; therefore both devices were removed together as one. The tip of the rotawire was torn off into two short pieces and remain in the distal circumflex artery. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that there was a failure to display rotational speed. The 90% stenosed target lesion was located in the proximal circumflex artery. A 1.25mm rotalink plus, a 330cm rotawire and wireclip torquer and a rotablator console were selected for use in a percutaneous coronary intervention. The rotawire was successfully advanced with the non-boston scientific support catheter to the target lesion. The rotalink plus was loaded onto the rotawire up to the homeostatic valve outside the patient. An attempt was made to set the revolutions; however, the number of revolutions could not be read on the rotablator console. The rotalink plus was running for seconds. The physician felt a sharp pain on the thumb that was holding the sheath of the rotalink plus burr. Two small holes were observed on the sheath. Difficulty removing the rotalink plus from the rotawire occurred; therefore both devices were removed together as one. The tip of the rotawire was torn off into two short pieces and remain in the distal circumflex artery. No patient complications were reported and the patient's status was stable. It was further reported that the target lesion in the proximal circumflex was moderately tortuous and severely calcified. The detached rotawire pieces remained in the patient due to the flow of the vessel was good. The patient is scheduled to return at a later date to treat the lesion.